Event description:
It was reported that the patient presented for in-clinic follow-up with an increased capture threshold and decreased pacing impedance exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The were no patient consequences.